Event description:
The t2 failed to deploy. No patient injury was reported. A backup device was available to complete the prodcedure.

Manufacturer narrative:
The device was returned for evaluation. This device was received in very poor condition. T1, t2 and suture were not returned. The needle is very bent. This condition indicates difficulty with reaching the desired surgical location. The device is not able to cycle or advance due to the acquired damages. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. With the damages noted, root cause for this complaint cannot be confirmed. No further investigation is warranted. It was later found that c-0139617 had 5 sets of t¿s and sutures received. Apparently these belong to the other four related complaints as well. The condition of the t1¿s indicates a problem with cinching the suture. They all are cinched around the v notch lengthwise around the anchor. This would inhibit proper fixation through the meniscus.